Event description:
It was reported that the patient experienced a sensation in their chest from the right ventricular (rv) lead. The physician attempted to reposition the rv lead and was unable to advance the stylet onto the lead, so the rv lead was explanted and replaced. There were no patient consequences.